Manufacturer narrative:
(B)(4). Analysis of neurostimulator model, 37714, serial# (B)(4), showed an ins software issue. The parity por bit would not reset, which caused continuous parity pors to be displayed.

Event description:
It was reported that the implantable neurostimulator (ins) showed a power on reset (por) condition during recharging prior to being implanted. The ins was not implanted or used with a patient. Telemetry data showed the por was caused by a "parity error."